Manufacturer narrative:
The unit had a blank display due to shorted and burned electronics. The unit had moisture damage on the motor. The unit had a minor scratched display window, cracked battery tube threads, and a cracked reservoir tube lip. (B)(4)

Event description:
The customer called in to report a display anomaly. The customer's blood glucose level was unknown. No further details were provided.